Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 300-400 mg/dl and insulin injections were used to address the high bg level. The customer changed the supplies on the pump. Reportedly, the customer was using apidra insulin in the cartridge.